Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant downstream occlusion alarms, which were reproduced and confirmed. The current reading of the downstream sensor was found out of specification. The downstream sensor was calibrated to ensure proper occlusion detection. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, it displayed the downstream occlusion message. There was no patient involvement.